Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified issue could not be tested/confirmed as there were no anomalies noted during returned analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na.

Manufacturer narrative:
Date of event is estimate. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A starclose se device was received. No additional information was provided. The returned device analysis identified that the starclose se device was used and appeared to be partially deployed [deployment button not pressed but clip advanced].